Event description:
It was reported that customer experienced persistent high blood glucose readings after a site change, and customer expressed concern that pump was not working, including inaccurate displayed insulin volume and a prior low-power shutdown. No additional information was received regarding the final outcome of the event. Customer gave manual insulin injections, delivered correction doses via pump, and followed instructions from support staff to inspect and replace pump supplies and to seek emergency care, while clinical support and technical support reviewed data, provided education on proper insulin storage and site rotation, guided customer through loading a new cartridge, and advised customer to resume insulin and contact emergency services and healthcare provider as needed.